Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the coating on the connecting tube of the bronchovideoscope was peeling. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. Based on the results of the investigation, it is likely that the event may have occurred due to the following stresses applied to the insertion section: 1.physical stress, such as scrubbing or hitting the insertion section. 2.chemical stress from reprocessing not recommended in the instructions for use (reprocessing manual). 3.stress from poor storage environments (e.g., direct sunlight, high temperature, high humidity, or exposure to x-rays, ultraviolet rays, etc.). The event can be detected/prevented by following the instructions for use which state: 3.3 inspection of the endoscope 5 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.